Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient had discomfort at the battery. The patient underwent a battery replacement procedure per physician's preference. The patient was reportedly doing well postoperatively.